Event description:
A representative from the sales management team reported via phone call that the customer was hospitalized. The customer was on the line and stated that she went into diabetic ketoacidosis and did not receive any no delivery alarms from the insulin pump. It was stated that the customer was currently in the hospital and would have to end the call when the doctor walks into the room. It was advised that a call back was placed to follow up with the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.